Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and examination of the device confirmed that the stent was deployed and was not received for analysis. It was outlined in the event description that the physician was unable retrieve the stent from the patient. There were no issues noted with the profile of the balloon wings and the balloon fold. There was no damage noted to the tip section of the device. Solidified contrast medium was visible in the inflation lumen indicating the device was prepped for use. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending artery. A 3.50x38mm promus element ¿ long drug-eluting stent became dislodged when advancing the stent to cross the lesion. The physician attempted to remove the dislodged stent, but this attempt failed. The dislodged stent was retained inside the patient. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending artery. A 3.50x38mm promus element ¿ long drug-eluting stent became dislodged when advancing the stent to cross the lesion. The physician attempted to remove the dislodged stent, but this attempt failed. The dislodged stent was retained inside the patient. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.